Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and popliteal artery using an indigo system catrx aspiration catheter (catrx), non-penumbra sheath, and wire. During the procedure, the physician completed several passes in the popliteal artery using the catrx. While advancing on the next pass with the catrx, sheath, and wire, the physician experienced resistance. Therefore, the catrx was removed. Upon removal, the physician noticed the wire had broken the rapid exchange port of the catrx. The procedure was completed using an indigo system aspiration catheter 6 (cat6) and the same sheath. There was no report of an adverse effect to the patient.